Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem was with the connection and row board. A field service engineer reseated the connection, row board cable and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter state: (B)(6). E.1 initial reporter zip: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where the auxiliary drawer 2.1 row a was not detected on the bus and displayed a 'failed to open' prompt on the screen. The customer attempted to shut down and restart the system, but this action seemed to have caused an additional drawer to fail. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.